Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk, implantable cardioverter defibrillator (ICD): (B)(6) 2010. 457453, implantable pacing lead: (B)(6) 2006. 419488, implantable pacing lead: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) implantable tachy lead had chronic high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.